Event description:
A pt underwent evar in 2009. The physician placed the flex main body and contralateral iliac leg graft as labeled. On the ipsilateral iliac, the physician decided to use another manufacturer's endoprostheses. The final angio showed a lack of flow on the iliac leg graft. Another manufacturer's stent was placed in the leg-graft overlap. Another angiogram was done showing good filling of both legs. There were no pt complications.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Further correspondence with the sales representative confirmed the zenith leg extension had the reduced blood flow, as apposed to the ipsilateral leg graft of another manufacturer. The sales representative also confirmed the lack of blood flow was due to the device being kinked from tortuous iliacs. Based on unk factors such as anatomical conditions, pt timeline, etc., the physician decided to place another manufacture's leg extension with our main body device based on the best interests of the pt. However, it should be noted this is considered off-label use. However, we have notified the appropriate individuals and we will continue to monitor for similar events.